Event description:
Event description guidant received information that this lead was repositioned one day after the implant procedure due to high impedance and threshold measurements which resulted in loss of capture. Guidant received additional information that approximately two weeks later that the patient was hospitalized due to a panic attack. While in the hospital loss of capture was noted again. During the lead revision procedure, the lead was explanted and tissue was noted in the helix. The lead was then replaced.